Event description:
It was reported that while trying to deploy the stent (subject device) at the basilar tip aneurysm, it would only partially deploy. The physician withdrew the partially deployed stent and stopped the procedure. The pt was reported to be in "stable" condition.